Manufacturer narrative:
UDI not available; device not distributed in us. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user. However, after reprocessing and re-testing, the customer results showed no growth of microorganisms. The root cause cannot be identified at this time. The following is included in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Hold for rh 1.25 the customer reported to olympus, during routine microbiological testing of the subject device, the channels tested positive for 5.3 colony forming units (cfus) of bacillus cereus group. The device was reprocessed and re-sampled, resulting in a negative culture. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cds practices (please see b5). The legal manufacture reviewed the customer provided cds checklist and found no obvious deviations from the device instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where the detergent used for pre-cleaning is uno-flush. The steps performed in pre-cleaning are aspiration of water through the instrument / suction channel, and flushing the air/water and auxiliary water channels. The device is manually processed with an racoon (ref: (B)(4) and racoon (ref: (B)(4) cleaning brushes and deconex instrument plus detergent. The brushed points are the instrument / suction channel, suction cylinder, and the instrument channel port. The device is processed in a wassenburg wd440 automated endoscope reprocessor (aer) with endo high detergent and endo high paa disinfectant. The device is hung vertically in a wassenburg dry320 drying cabinet. Endoscope neuf is the maintenance provider of the subject device.